Manufacturer narrative:
The lead was surgically abandoned. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this lead was an attempted implant. The lead became caught in this patient's ventricle and could not be successfully explanted. No adverse patient effects were reported.